Event description:
It was reported that the customer received an incomplete bolus alert as they had not completed a bolus request. The customer then experienced an elevated blood glucose level of over 600 mg/dl. Customer gave a manual injection to address bg. Technical support educated the customer on the meaning of the alert.